Event description:
A center director reported that following an intraocular lens (iol) implant procedure, the patient reported seeing a ghost like shadow in her visual field. The lens was exchanged seven weeks after initial implantation. In a follow up, a surgical coordinator reported that the patient was unable to adapt to the implant ghost images, and a gray background in her vision. The surgeon does not blame the iol for the event. The event resolved after the exchange procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided on attached questionnaire, which indicated an approved cartridge was used with an approved handpiece. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempt shave been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).